Event description:
Event description cpi received information that the pacing impedance of the implantable cardioverter defibrillator (ICD) had increased since implant. The patient's pacing thresholds had also increased since implant. It is suspected that a lead problem or loose setscrew may be the cause of the reported problem.